Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was  patient contacted rep (B)(6) 2024 to state that she has moved and has a new pain management doctor. She has been falling a lot lately. Patient states that her and her doctor believe this is due to the stimulator, causing shocks to the patient down her spine and causing her to fall. Rep asked if the stimulator has been on. Patient states the stimulator is not on and has not been on for a while. She was using it intermittently with no relief and wants it taken out. She has not reached out to work with anyone in a couple of years. Rep offered to meet with her as soon as possible to run diagnostics, check impedances and connections to the battery. Rep also suggested she ask her doctor to order an x-ray so we can compare implant lead location to now. Patient would like to wait and speak with her doctor and contact the rep back. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.